Manufacturer narrative:
Concomitant medical products: 5092-58 lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited intermittent undersensing on stored electrograms (egm). The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.